Event description:
It was reported that the customer had a blood glucose level of 400 mg/dl. The customer treated himself with a manual injection. The customer received a button error alarm from his insulin pump. Standard troubleshooting was performed. The customer stated he woke up to the alarm and none of his insulin pump's buttons worked. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The insulin pump was received with cracked case at display window corners, reservoir tube, battery threads, minor scratches on display window, missing end cap sticker and bleeding liquid crystal display glass.